Event description:
It has been reported to philips that system x-rays were not possible. The device was in clinical use at the time of the reported event. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
According to the information collected, the system was in clinical use and no patients or users were injured, however the patient's involvement and the procedure outcome are unknown. A philips remote service engineer (rse) inspected the system remotely with the customer and found abnormality in the high-voltage communication. However, during the communication, the customer was confirmed that the issue was caused by the user error and solved by customer. Therefore, philips did not inspect the device, and no additional information could be obtained from the customer. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. There was no malfunction of the system. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.